Event description:
It was reported that the implanting surgeon noted a pre-existing hole in the capsule prior to implanting an intraocular lens (iol) in the left eye, that compromised the eye's ability to hold the lens. In addition, it was stated that the physician determined the zonules to be too weak to hold the lens and removed the lens within the same procedure. In removal of the lens, a vitrectomy was required to be performed. The patient was reported to be doing well.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received with a large cut in the optic, most probably due to the explant process. Visual inspection revealed surface residuals adhered to the optic body, which is compatible with the handling of the lens out of sterile environment. No further testing was conducted. Additional information: recall number z-1123-2014: lens has been identified at part of recall number z-1123-2014. All pertinent information available to the manufacturer has been provided. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.